Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Photo review: the photo shows iol on a monitor, there appears to be a mark/line over the optic, the exact location of the mark/ line cannot be confirmed. Root cause: based on our observation of the photo, a mark/ line is visible over the optic, the exact location of the mark/ line cannot be confirmed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a scratched intraocular lens (iol). Additional information has been requested.